Event description:
Pt self-tester alleged discrepant high results with the inratio meter. Results as follows: date: (B)(6) 2012, inratio results: 2.3; (B)(6) 2012, 5.0 and 4.2 (taken 2 hours apart). Pt increased his dose of coumadin by 1mg himself. Pt believes his inr was low for the last (B)(6) weeks, so that is why he increased his dose himself. Pt's therapeutic range is: 2.0 - 3.0, but doctor likes him to be 2.5. Pt is milking the finger and pricking before the green light appears.

Manufacturer narrative:
Investigation pending.